Manufacturer narrative:
G4: 16mar2020 .b4: (B)(6)2020. The field service engineer remotely confirmed the issue with the customer. There was no patient involvement or patient harm reported. The customer did an equipment self-inspection and was not able to replicate the failure. The customer reported that the unit is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 13mar2020 b4: (B)(6)2020. During preventive maintenance the philips field service engineer (fse) identified blocking, safety valve open error. The philips service engineer (fse) confirmed the reported failure.the fse did an equipment self-inspection and was not able to replicate the failure. No parts were replaced. The unit has returned to service mode. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03march2020.

Event description:
Customer reported that safety valve open. No patient or user harm reported.